Event description:
Physical therapist attempted insertion of fine wire emg electrode to posterior tibials bilaterally. Staff was unable to confirm correct placement using electric stimulation. Add'l attempt was made with no success. Tested electrode on a staff member prior to planned use on another pt. Placement testing revealed the wires were no conductive. The MFR was contacted. They were aware of this problem. There was no adverse effect to the pt.